Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 418 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons do not respond. The customer felt symptoms of nausea. The customer stated that they have to replace the battery more often due to low battery alarms form the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and no low battery alert noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.